Event description:
It was reported by service report that the bed was not functioning properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.